Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently warm to the touch at the usb port when customer attempted to charge the pump despite being in room-temperature conditions. When the customer tried to pull out the charging cable, the micro usb port came out too and the usb port was observed to have been melted. No alerts/alarms occurred at the time of the event. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.